Event description:
It was reported that, "the simplex set so quickly in the surgery. (Operation room temp 23 degrees in c, total setting time 6 mins, storage life, 1 month (25 degrees in c). The surgery was completed without any health consequences to the pt and no delay."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under n17004.